Manufacturer narrative:
H6 evaluation codes: updated. No product was returned for investigation. Therefore, we are unable to confirm the reported complaint. If the product is returned, smiths medical will reopen this complaint for further investigation and a supplemental report will be sent. A review of the device history records could not be completed as no lot number was provided by the customer.

Manufacturer narrative:
Other text: b3: date of event; d4: lot number, expiration date and h4: device manufacture date are unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there was a trach tube with a defective balloons. No adverse patient effects were reported by the customer.